Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be false empty detect at the initial drain and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 22:37:18. During night drain cycle one, the patient's ultrafiltration reading was 1804ml, indicating the home patient (hp) drained 1804ml more than their maximum programmed fill volume of 2200ml. No additional information is available.